Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a month ago, they noticed their symptoms had come back and they wanted to increase their stimulation but when they tried to connect to their settings, they received a "not found' message. Patient services had the patient unplug the communicator (sn (B)(6)) and walked the patient through successfully pairing the communicator to the handset. The patient then placed the communicator over the ins site and hit "find device" and the patient then saw a message that said 'end of service. Therapy has stopped. Replace the internal device to continue therapy. ' patient services had the patient hit 'end session' and reviewed the meaning of the message with the patient. Patient stated, "so this means I need to have another surgery?" Patient services continued to review end of service considerations with the patient and redirected the patient to follow up with their managing health care provider (hcp) to discuss the next steps for the implant. Patient to reach out to their hcp. On 2025-may-28 additional information was received from a manufacturer representative (rep). The rep reported that the patient experienced premature/abnormal ins depletion. They reported that the device was implant in (B)(6) 2022 and only lasted 3 years. It should have lasted much longer. The patient denied running the strength above 2.0. The cause was not known. The issue was resolved and the battery was replaced. On (B)(6) 2025.

Manufacturer narrative:
H3: analysis of the returned ins (s/n: (B)(6)) revealed that the battery depleted normally based on the settings recorded in the device data logs. No further investigation is warranted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.